Event description:
During the procedure, the device became stuck in the lesion. The device was used in the right coronary artery #1 and 2 lesions where the stent was placed in a previous procedure. When the device was attempted to be removed after measurement, the tip was trapped in the #4 atrio-ventricular branch and could not be removed. A micro catheter was inserted and the device was released and removed safely. The physician believed an unidentified coronary spasm occurred during removal of the device and it made the coronary artery narrowed. The procedure was completed without using another device with no adverse patient consequences.

Manufacturer narrative:
One pressurewire x (wireless) was returned for analysis. The results of the investigation concluded that the distal tip coil had been bent which could be attributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire damage is consistent with the reported event. The cause of the guidewire damage is consistent with damage during use.